Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19jan2021.

Event description:
The customer reported that the touchscreen cannot be calibrated. The authorized service personnel (asp) verified the reported problem. The customer reported that the unit was not in use on a patient. The authorized service personnel (asp) replaced the touchscreen to address the reported problem.